Event description:
A (B)(6) female patient contacted zoll lifecor customer support to report that one of her batteries is not charging. The patient was provided with a replacement battery pack.

Event description:
It was reported that the catheter was unable to pace from the beginning. There were no patient complications reported.

Manufacturer narrative:
Customer report was not confirmed. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no short or intermittent conditions. Balloon inflated clear and concentric without any leakage. No visible damage was observed from catheter body. No visible damage to returned syringe.